Event description:
The patient presented to the pacer clinic with decreased in r-waves. Lead dislodgement was suspected. The decision was made to explant the lead when helix anomaly was observed during repositioning.